Event description:
Cement powder packet opened onto cement mixing table on sterile field with inside wrapper not removed, which was unsterile. This was caught by surgeon before any contact with patient or implants. At a staff meeting recently, the or staff presented information on a product packaging, which is considered to be a serious potential infection control risk. The palaco cement is double packaged, leading the circulator to believe that the inside package is sterile. It is not. Although, it is clearly marked as unsterile on the outside package, it could easily be missed and placed on a surgical table. Several of our nurses had "near misses" in this regard. Unfortunately, cement is routinely used for major orthopedic procedures where infection control is a real issue.